Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: trial lead. Product ID: 3057, product type: trial lead. (B)(4) pertain to product ID: 3057, product type: trial lead and product ID: 3057, product type: trial lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had an incident with their dog and a neighbor's dog; as the patient jumped to save their dog, the leads came out. It was noted the doctor confirmed that the leads were pulled out and the patient was not able to continue the evaluation. No symptoms were reported. No further complications were reported/anticipated.